Event description:
A nurse mgr reported that the footswitch stopped working during a cataract with intraocular lens implant surgical procedure. The system was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).